Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a scope communication error 216. The issue occurred during maintenance. There was no patient involvement.

Event description:
It was reported the subject device had a scope communication error 216. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified since no problems were found during device evaluation. Olympus will continue to monitor field performance for this device.